Event description:
Device malfunction: balloon rupture and tip detachment. Time of device malfunction: during the procedure. Symptoms/ae: tip retrieval attempt. It was reported that during post dilatation in the right axillary vein the agiltrac balloon ruptured at 14 atm (above 8 atm, rated burst pressure) and the tip detached from the balloon catheter. The balloon sys was removed from the pt without incident. The pt was transferred to a second hosp to retrieve (snare) the catheter tip; however, retrieval was unsuccessful and the tip remains in the pt's upper respiratory system. The pt is reported to be asymptomatic. There were no reported adverse pt sequelae. Though requested, no add'l info is available at this time.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.